Event description:
Related manufacturer reference number:2017865-2021-31013. It was reported that the patient presented in clinic for follow up. Device interrogation revealed automatic mode switch and post paced t wave oversensing (pptwos) on the pacemaker and pptwos on the right ventricular lead. Programming changes were performed to resolve the issue. There were no patient consequences.